Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device/patient experienced a recharging problem. It was noted that the patient had their ins replaced to a new model and the surgical procedure went perfectly without any problem. The new ins was connected to the surgical electrode, connection with the communicator and clinician tablet was great, intraoperative impedance values were within normal range, and the ins was implanted in a depth around 3 cm without removing fat tissue. After the procedure, programming sessions were conducted without any problem, stimulation coverage was good, and the patient programmer communicated perfectly with the device. The day after, the patient tried to recharge but it was unsuccessful; the recharger couldn't communicate with the device, displaying the poor recharge quality - reposition the recharger and try again message. The physician tried to troubleshoot the problem. They performed x-ray and ultrasound, and they noticed that the device was a bit tilted when the patient was in the upright position because of the pocket and scar tissue size, and there was a seroma around the ins. The patient went home because the physician wanted to see if the problem would be resolved after the seroma got absorbed. It was noted that the patient was to come in on (B)(6) 2018 for a control session, but the patient said that this problem still existed. Communication with both the clinician and patient programmers was good, there was only the recharging problem. Potentially reoperating and resecting some of the fat tissue was asked about. The rep was to follow-up with the physician or local team.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician had to re-operate the first patient with recharging problem. A new pocket was created above the capsule of the previous one on (B)(6) 2018, so the battery was much closer and perpendicular to the skin. Also, a bit of fat tissue was removed as well. There was a report that the recharging issue did not resolve after the seroma was completely absorbed. However, the issue was resolved after the reoperation and the recharging works quite well, so the patient has good stimulation. No further complications were reported/anticipated.